Manufacturer narrative:
H10: the lot number for the malfunction was not provided and a lot history review could not be performed. The device has not been returned for evaluation; however, medical records were provided and reviewed. The investigation confirmed for perforation and unconfirmed to filter tilt based on the medical record review. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a 62 year old male; weight was not provided.

Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review could not be performed. The device has been returned for evaluation; the evaluation identified perforation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a (B)(6) year old male; weight was not provided.